Manufacturer narrative:
B2 outcomes attrib to adv event: updated b5:describe event or problem: updated b6: relevant tests/laboratory data: updated h6: patient codes: updated

Event description:
Reprise IV study. It was reported that a stroke occurred. A lotus edge valve was successfully implanted during a transcatheter aortic valve replacement (tavr) procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty followed by deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted. On the same day post index procedure, computed tomography(CT) scan revealed the patient had exhibited a stroke. Electrocardiogram(ECG) also revealed conduction disturbance/right bundle branch block(rbbb), however, this new rbbb was noted after valvuloplasty. On the same day of the procedure, the nihss of the stroke event was 8. No other action was taken to resolve the stroke event. On the same day post index procedure, a new permanent pacemaker was implanted. The positioning of the pacemaker leads on the same day of index procedure led to pericardiocentesis being performed, which involved draining and insertion of a pigtail catheter and placement for suction. It was further reported that on the same day post index procedure, the patient became aphasic, not following commands and dysarthria. Stroke code was initiated. The patient was diagnosed with stroke and was deemed not a suitable candidate for tpa administration due to recent surgery and neither for thrombectomy or intraoperative arterial thrombosis due to no large vessel occlusion. Aspirin was continued. At the time of reporting, the stroke event was considered not recovered. It was further reported that during the index procedure, while unsheathing the lotus edge valve, the patient developed complete heart block requiring transvenous pacing. On the same day, post valve deployment a new magnetic resonance imaging(MRI) compatible non-bsc permanent pacemaker was implanted and then the femoral arteries were closed. The complete heart block was considered recovered on the same day. The previously reported stroke was diagnosed as a transient ischemic attack(tia). 32 days post index procedure, the site confirmed the symptoms had resolved and the subject was considered neurointact. The tia event was considered recovered.

Manufacturer narrative:
B5:describe event or problem: updated. B6: relevant tests/laboratory data: updated.

Event description:
A lotus edge valve was successfully implanted during a transcatheter aortic valve replacement (tavr) procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty followed by deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted. On the same day post index procedure, CT scan revealed the patient had exhibited a stroke. ECG also revealed conduction disturbance/rbbb, however, this new rbbb was noted after valvuloplasty. On the same day of the procedure, the nihss of the stroke event was 8. No other action was taken to resolve the stroke event. On the same day post index procedure, a new permanent pacemaker was implanted. The positioning of the pacemaker leads on the same day of index procedure led to pericardiocentesis being performed, which involved draining and insertion of a pigtail catheter and placement for suction. It was further reported that on the same day post index procedure, the patient became aphasic, not following commands and dysarthria. Stroke code was initiated. The patient was diagnosed with stroke and was deemed not a suitable candidate for tpa administration due to recent surgery and neither for thrombectomy or intraoperative arterial thrombosis due to no large vessel occlusion. Aspirin was continued. At the time of reporting, the stroke event was considered not recovered.

Event description:
(B)(6) study. It was reported that a stroke occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the patent was on a prior regimen aspirin and other antiplatelet medications at the time of index procedure. The patient received loading doses of 81 mg aspirin and 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty. New right bundle branch block (rbbb) was noted after valvuloplasty. The aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the 27mm lotus edge valve involved partial re-sheathing of the 27mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day post index procedure, computerized tomography (CT) scan revealed stroke. Event national institutes of health stroke scale(nihss) score was 8. No other action was taken to treat the stroke. At the time of reporting, the stroke was considered not recovered/not resolved. On the same day, a new permanent pacemaker was implanted treat right bundle branch block and the event was considered recovered/resolved. On the same day, a pericardiocentesis was performed involving draining and insertion of a pigtail catheter and placement for suction. The pericardiocentesis was considered recovering/resolving.